Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing a low blood glucose (bg) level of 36 (mg/dl). Reportedly, the customer has a thyroid condition and attributed this to their low bg level. While hospitalized, the customer was treated with orange juice. The customer was released approximately 3 days later.